Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a japanese patient felt itching under the device. Follow up with the patient indicated that the skin revealed slight redness and little scratches. The patient was recommended to apply cream by a physician. Medical outcome of the irritation is unknown.